Event description:
Healthcare professional reported an "intracapsular rupture... Intracapsular siliconomas and confirmation of rupture without complete silicon emergence". The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : no observed on the device. Additional observations: crease fold observed on the device. Red particles observed on the device. Cloudy observed on the gel. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an "intracapsular rupture. Intracapsular siliconomas and confirmation of rupture without complete silicon emergence". The device was explanted.